Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited failure to sense. A chest x-ray was performed, and it was confirmed that the lead dislodged. The lead was repositioned successfully. There were no patient consequences.